Event description:
A malfunction on the pump was reported by the caller, and there were no notable events occurring prior to the malfunction. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. Technical support assisted the caller with resetting the pump, and the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to call back if the issue happened again, which was acknowledged and understood by the caller.